Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Caller tested 4.2 inr on the coaguchek xs system while a comparison lab returned as 2.3 inr. No treatment information provided. No adverse event reported. Requested return of suspect strips, however, there are no strips left from the vial to return. A replacement was sent.